Manufacturer narrative:
Analysis found the unit with no button response due to unlocked connector on the lcd board. There was no frozen screen noted when a battery was inserted in pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.